Event description:
It was reported that the capacitor charge time limit was reached while the device was in stock. The device was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
It was reported that a capacitor charge time limit was reached while the device was in stock. The hv capacitors were returned to the manufacturing site for analysis. No anomaly was detected. Using replacement capacitors, the device was tested on the bench and using automated test equipment and no anomaly was found. The extended charge time could not be reproduced and the root cause was not determined.